Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: july 07, 2011. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the dynamic hip screw (dhs) was inspected before surgery on (B)(6) 2016, it was noted to be bent. When it was inspected further, the threaded end snapped off. The damage was identified in the preparation room prior to use on patient. There was no prolongation to the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the received connecting screw is in very bad condition with the threaded part broken off and not returned. Also, the shaft is strongly bent with strong stress marks at the forefront and marks of strong hammer blows on top of the instrument. Due to the breakage at the crossover from the thread to the shaft, and because the threaded part was not sent back, the relevant dimensions cannot be verified anymore. The manufacturing documents were reviewed and no complaint related issues could be detected. This lot of 65 pieces was manufactured in july, 2011 and we are not aware of any other complaint for this lot number. As stated before, the shaft is strongly deformed; such damage is only possible if the connecting screw is, for any reason, used without the dhs/dcs wrench. As soon as the screw is inserted into the wrench, the load is transferred from the head to the wrench and not to the shaft as it was in this case. Next to that, the strong hammer marks on top point in the direction of the deformation. Based on these findings, it is likely that the connection screw was used without the wrench while hammer blows were applied onto the top of the screw. This inappropriate handling finally led to a mechanical overload, which caused first the deformation of the shaft and then to the breakage of the thread. No product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.